Event description:
A customer reported to beckman coulter inc (bec) that coulter lh750 slidemaker was leaking blood at the dispense probe while making slides. The operator was wearing a lab coat and gloves, and there was no exposure to mucous membranes or open wounds. No one sought medical attention. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place. There was no death or injury. No patient result or treatment was affected by the leak.

Manufacturer narrative:
The fse found a small cut in tubing at the base of the rinse block. The fse trimmed the tubing was trimmed back and reseated onto the rinse block. Slidemaker is working normally with no further leaks observed. (B)(4).